Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system, (B)(4). Note: manufacturer contacted customer on 1/24/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from fasting results obtained of 177 and 134 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. Customer was comparing his results to his old true result meter. Customer no longer has the true result meter, customer was just making the comparison from what he remembers. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/14/2019 (expired at time of call) and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :196mg/dl, date: (B)(6) 2019, time: 01:01pm, non-fasting. Result 2 :177mg/dl, date (B)(6) 2019, time: 06:22am, fasting. Result 3 :194mg/dl, date (B)(6) 2019, time: 01:40pm, non-fasting. Result 4 :134mg/dl, date (B)(6) 2019, time: 12:11pm, fasting. Result 5 :178mg/dl, date (B)(6) 2018, time: 11:13pm, non-fasting.